Manufacturer narrative:
(B)(4).

Event description:
Information was received from family member of a patient who was implanted with a neurostimulator. It was reported that the patient experienced a loss of stimulation due to a premature failure with one of his batteries. The patient had a procedure at ucsf. No follow-up was conducted regarding this event as the initial reporter was unable to provide any identifiers in which to conduct the follow-up. If additional information is received, a follow-up report will be submitted.